Event description:
The patient was implanted with her scs system on (B) (6) 2007. It was reported on 1/09/2010 that the patient was experiencing pain and discomfort at the ipg pocket site even with stimulation turned off. The patient had not reported any falls or trauma to the area. There was no redness or swelling noted. The ipg was explanted but not returned to ans for evaluation. Follow up on the patient found her to be doing well.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.